Manufacturer narrative:
B3: unknown; no information has been provided to date. One device as returned for evaluation. The service history review identified this device has not been in for service previously. Visual inspection found broken connector pin inside remote dose cord connector of the main board. Also found degraded dso seal, and scratched lcd lens. The main board was replaced to address reported problem. Also replaced lcd display, dso sensor and labels.

Event description:
It was reported that the dose cord will not connect properly, and pin snapped off inside connector. There was unknown patient involvement and unknown patient harm/adverse event reported.